Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm and a cartridge alarm 1 occurred. Reportedly, the pump had some body oil on it prior to the alarm. When the customer loaded another cartridge, it was noted that the customer's fill estimate was inaccurate. There was no impact to the customer's blood glucose level. It was confirmed that the customer had manual injections available as backup insulin therapy.